Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system can't start up. Fse found that host pc cannot read os disk, the slot of host pc was defective. Fse reseated the os disk to another slot. After reseated the os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.